Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for rsd/causalgia-complex regional pain syn and non-malignant pain. It was reported that the patient needed their battery moved because the current location was causing them pain. It was asked but unknown when the patient started having these issues. The battery was moved from the left buttocks to the right flank. The whole system was replaced to get better coverage and because the patient needed to have a full body MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.